Event description:
Patient presented back to the physician with erosion of the stimulation lead at the neck incision site. Physician brought the patient into the or and observed the anchor had come off the digastric tendon. Physician placed the lead back under the platysma and sutured it down. Physician applied vanco powder and a tyrex pouch was laid over the top of the stimulation lead.

Event description:
Patient presented to the physician with the erosion of stimulation lead from the neck incision. Physician brought the patient into the operating room, cleaned and flushed out the area and stimulation lead. Physician tucked the stimulation lead subplatysmal and created a pocket.